Event description:
It was reported that the 9800 system locked up during a case. Also, there were lines in the images and the system continued to beep after foot-switch was released. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The heads were cleaned. The number 1 power supply and the foot-switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.